Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports the PICC fractured just below the molded strain relief of the secondary extension tubing (purple extension). The customer further reports the PICC was not difficult to handle during insertion. The PICC was inserted (B)(6) 2012. The PICC was not difficult to secure and was secured with steristip and tegaderm. Upon placement an x-ray was taken to verify placement. Alcohol and betadine was used to clean the site until (B)(6) /2012, then with chloraprep. Alcohol was used to clean the hub, the PICC was removed on (B)(6) 2012 and replaced with piv. The pt is stable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.